Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, white particles on the shell and the weight the device within specification. After autoclave cycle was observed: cloudy color in the gel. The device is considered intact and functional. Based on the device analysis the final assessment is intact and functional.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV. Device has been explanted.